Event description:
It was reported that a cadd solis hpca pump displayed a downstream occlusion alarm (e51198). There was patient involvement, and no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: updated the suspect pump was returned for evaluation. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The downstream occlusion (dso) and upstream occlusion (uso) tests were performed and was confirmed that the results were within the specifications. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.